Event description:
It was reported that 21 days after a coronary drug eluting stenting procedure, a stent thrombosis occurred. The lesion being treated was non-tortuous, non-calcified, 90% stenosed lesion located in the left anterior descending (lad). The vessel diameter was reported to be 3 mm. The pt was started on plavix, IV heparin and nitroglycerin. The lesion was predilated. The physician then deployed 2 taxus express2 8.8% 3 mm x 24 mm drug eluting stents successfully. The physician did not encounter significant resistance during the procedure. The taxus stents were well positioned, fully deployed and well apposed. The stents were not post dilated. There were no procedure complications. Plavix was administered for follow up. The pt returned 21 days later, experiencing chest pain. Repeat angiogram revealed a stent thrombosis in the lad. Treatment was a ptca 12 hours after the onset of symptoms. The pt's condition is reported to be stable. In the opinion of the physician, the stent thrombosis was related to the taxus stent.